Event description:
The information received from the field indicated that an optease filter was placed in this pt in 2005. There is no information as to the indications for the placement of the filter. A month later, while removing the device, the filter fractured into two pieces at the distal tip where the barbs are located. A 10 fr. Vistal brite tip guide cathetr through a 10 fr/ 11cm brite tip sheath with an amplatz 10mm right angle gooseneck snaring device was used to successfully retrieve the fragments of the filter. There was no immediate injury to the pt.